Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that an unspecified bd insulin syringe was used to inject avasin into a patient's right eye on (B)(6) 2017 for a choroidal neovascular membrane. When the patient returned for a follow up visit, she complained of a round bubble in her inferior visual field. A dialed exam with indirect ophthalmoscopy revealed a small silicone oil bubble in the right vitreous corresponding to the patient's complaint. The avastin was obtained from a compounding pharmacy. There was no report of medical or surgical intervention for this incident.